Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies expect for procedural damages.

Event description:
Additional information received noted that the left ventricular lead also exhibited high pacing impedance.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead failed to capture. The reported lead was noted installed and explanted on (B)(6) 2023. The patient was in stable condition.